Event description:
It was reported that markerband detachment occurred. An accustick¿ ii was selected to treat the target lesion. During the procedure, it was noted that the markerband slid proximally to the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).